Event description:
It was reported that a balloon deflated. The emerge balloon would not hold pressure and deflated slowly. The procedure was successfully completed with another emerge balloon. There were no patient complications reported.

Event description:
It was reported that a balloon deflated. The emerge balloon would not hold pressure and deflated slowly. The procedure was successfully completed with another emerge balloon. There were no patient complications reported.

Manufacturer narrative:
D4: additional information: batch number added. Device evaluated by manufacturer: the returned product consisted of the emerge otw balloon catheter. The device was visually and microscopically examined. There was blood and contrast present in the inflation lumen. There was blood in the guidewire lumen and the balloon was loosely folded. There was a 9mm longitudinal tear 2mm from the distal waist of the device. At 5mm, 2mm, and 1mm from the distal waist, the shaft was kinked. Product analysis confirmed the reported event, as the balloon had a longitudinal tear.